Event description:
Dealer stated the chair would not drive and he sees the lights scroll. Scrolling is drive lockout. Dealer stated the chair is tilted, he brought the seat down and it drives. He stated the scrolling is intermittent. He is assuming the mercury switch is bad.